Manufacturer narrative:
Qn#: (B)(4). It is unknown when the alleged issue occurred.

Event description:
The doctor reported that the guide does not pass.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; however, the customer provided a two photos of the kinked spring wire guide and catheter for evaluation. A device history record review was performed and no relevant findings were identified. The complaint of a kinked spring wire guide was confirmed by the photos returned by the customer. The photo showed a wire guide inserted into a catheter that was bent into a spiral. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The doctor reported that the guide does not pass.